Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of maufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device was found to be overdraining. According to the report the device was explanted on (B)(6) 2016. Reportedly, there was no injury to the patient.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon and pre-implantation testing. However, it did not meet the requirements for reflux and pressure-flow testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid and resulting in fluid reflux. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the valve also did not meet the requirements for leak testing due to a tear observed in the bottom of the delta chamber. It is unknown how or when this damage occurred. The IFU that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. Additional patient/device information: the patient's weight, initials and implant date were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.